Event description:
Initially customer called to report high bg. Customer was instructed to treat with manual injection, bg's responded by the end of the call. Customer reported having low bg after set ad site change ad being treated at home by county dispatched emt's. Customer reported no delivery alarm, troubleshooting was performed and pump appeared to be functioning as designed.